Event description:
It was reported that device entrapment occurred and the procedure was canceled. The 90-95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and rotawire were selected for use in a percutaneous transluminal coronary angioplasty after ablation had been performed with a 1.25mm rotablator burr. It was noted that the rotawire and burr became stuck inside the guide catheter. The burr and rotawire were unable to be separated and were taken out of the guide catheter. The procedure was canceled and the patient posted for intravascular lithotripsy after two weeks. No patient complications reported. However, it was further reported that the patient was sedated locally.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the returned complaint device consisted of a rotablator plus device. The burr catheter was received connected to the advancer unit; the related rotawire from was received inside of the device. The advancer knob was not retuned. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The rotawire was able to be removed with some resistance due to numerous kinks along the body of the wire. The coil has become stretched due to manipulation during the procedure. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the reported event.

Event description:
It was reported that device entrapment occurred and the procedure was canceled. The 90-95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and rotawire were selected for use in a percutaneous transluminal coronary angioplasty after ablation had been performed with a 1.25mm rotablator burr. It was noted that the rotawire and burr became stuck inside the guide catheter. The burr and rotawire were unable to be separated and were taken out of the guide catheter. The procedure was canceled and the patient posted for intravascular lithotripsy after two weeks. No patient complications reported. However, it was further reported that the patient was locally sedated.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device entrapment occurred and the procedure was canceled. The 90-95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and rotawire were selected for use in a percutaneous transluminal coronary angioplasty after ablation had been performed with a 1.25mm rotablator burr. It was noted that the rotawire and burr became stuck inside the guide catheter. The burr and rotawire were unable to be separated and were taken out of the guide catheter. The procedure was canceled and the patient posted for intravascular lithotripsy after two weeks. No patient complications reported.